Event description:
It was reported that a revision surgery was needed due to creo mis locking caps backing out. This event occurred in japan.

Manufacturer narrative:
Two creo mis locking caps were received for evaluation, both from the same lot. Reinspection of the returned locking caps confirmed dimensional and functional conformance. Both locking caps lacked wear signs in the center of the underside of the locking caps. The position and extent of the wear marks present on these locking caps suggests one or multiple of the following conclusions: final tightening at l3 was not completed or did not reach the recommended 8 nm of torque. Final tightening was not completed during a "relaxed" state of the construct, which did not allow the rod to normalize onto the locking cap resulting in uneven loading of the construct and therefore, final tightening was completed according to the recommended technique, though extreme curvatures of the rod at the region of l3 prevented the locking cap from appropriately normalizing resulting in uneven loading of the rod onto the locking cap. Any of the above conclusions could result in premature loosening of the locking cap within the tulip. A definitive cause cannot be established. Should additional information be made available, a secondary evaluation will be conducted and supplemental information provided. Product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. See risk reconciliation form for more details.